Event description:
A customer contacted beckman coulter regarding erroneous high platelet (plt) results generated by the coulter lh750 analyzer on two patient samples. The results were not reported out of the lab. The original samples were re-tested for plt on a different instrument and obtained results were lower for both patients. The customer considered these results to be correct. Based on available information, there was no effect to patient treatment.

Manufacturer narrative:
The samples were collected in bd vacutainer tubes. Qc is run every 8 hours. Qc was run prior to the event and was in range. A field service engineer (fse) was dispatched: the fse replaced the rbc dispenser pump and verified the instrument's operation. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.